Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a right knee procedure on an unknown date. Subsequently, the patient is being considered for a revision due to unknown reasons.

Event description:
It was further reported that patient may have experienced disassociation of the femoral component by review of x-rays.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown maxim femoral, catalog #: unk, lot #: unk. Reported event was confirmed by review of x-rays received. Device history record (DHR) was unable to be reviewed as lot numbers were not provided. The provided radiographs indicate that the patient may be revised due to disassociation of the femoral locking screw; however with the information provided, that cannot be determined. A definitive root cause cannot be determined. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03306, 0001825034-2019-00025. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.